Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a dim pink contrast display was found. The battery compartment is cracked found below grip pad to the case seal. Also battery compartment cracked along left side to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a (dim/fading/color spectrum) display issue. The reporter stated that the patient experienced a blood glucose (bg) of 18mmol/l with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.